Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the two sensor that did not have a cannula. The blood glucose was unknown at the time of the incident. Customer stated that, there were a little hair that goes into the skin in two occasions it came without the hair. Customer is not reporting that the sensor or introducer needle fractured while in the body. Customer called to report that transmitter did not flash when connected to sensor. The customer also stated that, the sensor had cannot find sensor signal. The device will not be returned for analysis.